Event description:
It was reported that high hv lead impedance was observed. Temporary exit block was noted. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A fracture of the coil was found at 7.0cm from the connector pin on the is-1 connector leg. This fatigue fracture is consistent with the observation from the field of high lead impedance.